Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The iab was not removed or replaced. The patient was later transferred to the facility's main campus. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).